Event description:
Per report from foreign country: a pt was using the pump and was receiving bupivacain and morphine at 4 ml/hr. The pt exhibited symptoms of losing the feeling in the legs. The pump was stopped immediately. The pt did not experience any complications along with this initially reported symptom. No treatment or medical intervention was required.